Event description:
Caller reported a cartridge alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was guided by technical support to return the problematic pump using a pre-paid label and received instructions for putting it into storage mode. A replacement pump was sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.